Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-02174, 2017865-2021-06111. It was reported that patient presented with twiddler's syndrome that dislodged a competitor's left ventricular lead and migrated the implantable cardioverter defibrillator. A pocket revision procedure was completed on (B)(6) 2021. However, atrial lead exhibited an insulation abrasion and shifted suture sleeves while inside the pocket. Noise was also noted on the right ventricular lead after the procedure was completed. The noise was reproducible with isometrics during an in-clinic follow-up. No further intervention was performed and patient will continue to be monitored. Patient was stable after the procedure.